Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo 12.6, -03.50 (sphere/ cylinder/ axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was removed and lens was exchanged on (B)(6) 2019 with a toric lens due to refractive surprise. The problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation: lens was returned moisturized in a lens case/vial. Visual inspection found the haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).